Event description:
I was (B)(6) y/o and had lasik 11 yrs ago. I developed severe dry eye and have had it ever since, not better at all. It ruined my life. I had my whole life ahead of me. I had just started my third month of college and my independence and lasik crushed me, physically and emotionally. I developed severe depression, pain, anxiety. I am scared for my future every day. My eyelids are stuck to my eyes every single morning. My dr told I would be better in 3 months right before surgery (after the valium). I explained I already have contact lens intolerance and mild dry eye after wearing them, nothing like I have now. He also wrote me a script for restasis. I felt so taken advantage of and lied to . "Why couldn't he treat me for dry eye beforehand." I can't believe this happened to me. They call it a very small chance of complication is dry eye, it is not a complication. It is an effect and any professional in the eye industry knows that a person who has dry eye will develop it way worse after. I know that my eyes will not recover as I have tried everything and seen so many drs all around (B)(6). Not only will they not recover but they have gotten worse. I now have blepharitis and mgd. My eyelids have malfunctioned from having severe dry eye for this long. It's so said that I was so young and had my life ruined by an elective surgery that I didn't even need. I am waiting for a lawsuit of some kind that reimburses people for the crime against humanity of drs who do lasik to earn a few thousand dollars who have people sign their names on an unethical consent form when they also tell you that "complications" are very rare, not mentioning "adverse effects", or how had dry eyes really is for people and that dry eye can cause depression, anxiety, and ruin your quality of life - not just from a compilation from lasik. Please FDA help people like me. My life would be so much better without lasik, I could actually enjoy my quality of life. Lasikplus.